Manufacturer narrative:
The report that the ipg was revised due to reaching end of life (eol) was confirmed. Analysis and longevity calculation found the device had declared eri, eol, and had normal battery deletion due to usage.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number; (B)(6).